Event description:
The pt was implanted with a left ventricular assist device (lvad). Upon initiation of the lvad during implant, a large amount of air was seen via echo coming through the lv apex around the inlet cannula. The device was turned off and bypass reinitiated. The cardiothoracic surgeon reinforced the pledget core and applied bio-glue. The pt's chest submerged with saline. The lvad was restarted and air was again seen jetting into the lv apex. The cardiothoracic surgeon stopped the lvad and removed the apical sewing ring from the lvad. A new apical sewing ring was obtained and sewn to the exiting core site. The lvad was reinserted. The lvad started without any additional air entrainment and the pt was weaned from bypass with no further issues reported.

Manufacturer narrative:
The pt remains on lvad support. The suspect apical sewing ring was returned to the MFR for evaluation. The reported event of air in the lv apex cannot be confirmed through the investigation of the returned apical sewing ring. The apical sewing ring was examined and measured; all dimensions were within specification according to the part design drawing. No signs of damage or defects were noted that would have potentially caused a functional issue. No further info is available. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.